Event description:
Pt vent used only at night. Unit had solid beep with all ---'s in the display. Then screen went blank, beeped shortly and flashed reset. The condition always occurred at startup or very shortly there after. After 30 minutes the vent would operate normally. They knew it was going to happen when the vent seemed like the vent was taking along time to start up. Sometimes turning the vent off and on again would correct the reported problem. Primary/source at the time of the event = ac